Manufacturer narrative:
Concomitant medical products: 4469 lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high pacing impedance and it was noted the "lead was bad." The physician had to, "turn off the implantable cardioverter defibrillator (ICD)" and the lead alerts. No patient complications have been reported as a result of this event.